Manufacturer narrative:
Changed, and/or corrected data: b5 d1 d4 g1 h6. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Physician's office later withdrew report of paradoxical hyperplasia. There are no adverse events and record will be un-reported.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.